Event description:
It was reported that a smiths medical pump alarmed no disposable clamp tubing. Pump settings: rate 52 ml/24 hrs, res vol 75.7, given 23.13, unknown if air in tubing, no injury to patient. No further information available.